Event description:
Catheter dislodgement was reported after 6 days of implant. It was stated that it appeared to slip through the anchor even though the anchor was sutured to the fascia. A revision/explant was indicated to have been performed on (B)(6) 2012. It was added that patient got headache from csf (cerebrospinal fluid) leak; but was doing ok and there were no other adverse events. Drug delivered via the device was morphine 2mg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model: 8781, lot# 0205627019, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly found.